Event description:
Incident as reported: lap chole on upper gi/gen surg - "the clip applier was being used in this case as there was a large amount of ooze and bleeding. The clip applier dispensed 2-3 clips and then jammed, making it difficult to control bleeding and causing damage to the bleeding area. The clip applier was removed from the set up and rinsed of the majority of the blood on the instrument and placed in a bag." Patient status: - unknown, recovering.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which ws not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.